Event description:
It was reported that the patient alert triggered, and the lead exhibited high thresholds and impedances, as well as oversensing. The lead was explanted. During the explant procedure, the lead broke, and only some parts could be extracted, while the remaining portion was capped. It was not possible to replace the lead as the patient's vein appeared to be blocked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6) 2012 01:58:39. High resistance/impedance: 3 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2011 09:00:08 and (B)(6) 2012 15:00:08. Weekly pace lead impedance trend data shows a gradual increase for min and max ventricular pace bi impedance = 646 to 4047 ohms peak between (B)(6) 2011 and (B)(6) 2012. Oversensing: 2 - ventricular nst <=210 ms on (B)(6) 2012 15:31:52 and (B)(6) 2012 07:13:41. One - vf=200 ms average v-cycle on (B)(6) 2011 19:54:25. The partial lead was returned in segments and was analyzed. The proximal conductor was fractured, the defib conductor was distorted and fractured (overstress), and several conductors were distorted with blood/body fluid present (not obstructed). Blood/body fluid was found on the outer tubing overlay, which was also melted and exhibited cosmetic environmental stress cracking. The outer insulation was breached cut, and exhibited a cosmetic depression. A white substance was found on the exposed defib coil and the outer insulation, and the inner tubing was kinked/buckled.